Event description:
A consumer reported experiencing blurred vision (like a feeling of fog) following bilateral intraocular lens (iol) implant surgeries two months ago. The event was very pronounced for the right eye. Her ophthalmologist is planning a laser treatment. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not verify a root cause. Not enough info was provided from the account to properly complete an investigation. Add'l info has been requested. (B)(4).